Event description:
Following implant of this aortic valve and a 27 mm mitral valve (2648612-2004-00013), tee demonstrated paravalvular leak of the mitral valve and the patient was returned to the o.r. The mitral valve was explanted and a carbomedics valve was placed. The patient had experienced a transient ischemic attack; however, the inr and date of the tia are unknown. The patient expired postoperatively (date unknown) and the carbomedics valve was explanted at autopsy. The mitral valve was the replacement device for a previously placed valve (2648612-1999-00038) in 1998 that was explanted due to endocarditis and paravalvular leak.